Event description:
Patient was revised due to elevated cocr levels.

Manufacturer narrative:
Litigation papers allege the patient suffered increasing pain, discomfort, soreness, elevated cobalt and chromium levels and anxiety as a result of implantation of the asr hip implant. Additionally, the patient suffered injuries as a result of implantation and explantation of the asr hip implant and she was injured by excessive levels of cobalt and chromium in her blood. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.